Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material and liquid observed in the suction channel was observed to be a white foreign matter, but otherwise could not be identified. A definitive root cause of the issue could not be determined, as there was no additional event or device reprocessing information reported, however, it is likely that the issue was the result of improper user handling/cleaning. The event may be detected/prevented by following the instructions for use section sections below: gif/cf-170 series operation manual chapter 3 preparation and inspection. Gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the colonovideoscope angulation is reduced during preparation for use for an unknown diagnostic procedure. The procedure was completed using a similar device. During inspection and evaluation, remnants from the suction cylinder liquid and foreign substances come out. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during incoming inspection and evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. In addition, the following non-reportable malfunctions were found during device evaluation: the insulation resistance value of the front end does not meet the standard due to scratches on the plastic distal end cover, the bending angle in the up direction does not satisfy the standard due to abrasion of the angle wire, the play of the u/d knob is out of the specification due to wear, waterproof is not possible due to the cutting of switch button 1, the condition of the light guide bundle is not good, the light guide lens is broken, the bending section adhesive is broken, discolored, there is a wrinkle on the connecting tube, switch button 1 is cut off, there is a stain on the distal end of the endoscope, there is a trace of water invasion in the device. The investigation is pending. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.